Manufacturer narrative:
The reported reader and charging cable were returned and investigated. Visual inspection was performed, and no signs of misuse were observed for the reader. However, the charging cable showed visible signs of damage. Extended investigation has also been performed for the returned reader and no abnormalities were observed. The reader self-test and power consumption test were performed and were within specification. The reader¿s battery measured at 4.08v (within normal battery voltage range). The returned battery was placed on charge and measured to be 4.16 v (within normal battery voltage range). This indicates the battery charges and discharges normally. No burn marks or abnormalities were observed on the pcba (printed circuit board assembly) of the reader indicating that smoke or fire could not have been produced from the reader. In addition, a DHR (device history review) for the reader was reviewed and the DHR showed that no issues were observed on the reader prior to release. All manufacturing tests passed and were within specification prior to release.

Event description:
Customer reported while charging their freestyle libre reader, the "reader was extremely hot and the data cable started to melt and gave a smokey smell". There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported while charging their freestyle libre reader, the "reader was extremely hot and the data cable started to melt and gave a smokey smell". There was no report of death, serious injury or mistreatment associated with this event.